Event description:
It was reported, the patient had not charged the ipg for 3 weeks, and was unable to establish communication with external devices once attempted. The sjm representative met with the patient and confirmed the issue. Follow up identified the physician replaced the ipg.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.